Event description:
It was reported that (1) device was used during a anterior resection. It was reported by the affiliate that the ax55g was used. The stapler was fired on a 77yr old male with cancer of the bowel and the staples malformed. The bowel spilled into the abdomen. A new stapler was used to restaple without further incident. The distal and proximal tissue purchases (donuts) were good. The patient received antibiotics and the operating room time was extended.